Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
Infutronix received an under-infusion issue of the device from a distributor on (B)(6) 2019 that "regarding pump 301607 that the pump was set for a 46 hour infusion. The pump said infusion completed but actually only 21 ml was administered out of the 100 ml total volume. We were reprogram his pump for the remaining 79 ml it seemed to run fine, he came back for his d/c on friday afternoon. No patient harmed. Device operator lead pharmacy technician. Medication 5fu." No other patient information was provided to infutronix.

Manufacturer narrative:
On (B)(6)2019, the initial reporter from user facility provided an update to the distributor: "we had the pump [301607] shipped in for our manager of biomed to look them over. Pump serial number (B)(4) (picture attached), is inverting the rate and volume after the infusion completes and you attempt to start a new one. The link below has a video of this occurring, we have been able to repeat this on this pump. The other pump is not demonstrating this issue. The pump was originally programed for 135ml/hr. With a volume to be infused of 2 ml, then after running and attempting to restart it with previous settings, it changed the rate to 10 ml/hr. And the volume to be infused to 135 ml. For the video we reduced the volume to be infused to 2ml, but prior runs we were running a vtbi of 10 so the two values were inverting after running. This was really frustrating because at first we though we had mis programed the pump then realized the pump is changing the values on its own. " the affected device has been sent to the service provider for further testing. - attachment: [301607 infusystem report.pdf]

Event description:
This is a follow up report for the initially submitted MDR (3011581906-2019-00015).

Manufacturer narrative:
The reported issues were not confirmed. Pump event log history shows multiple upstream occlusion alerts. Due to the upstream occlusion presence in the event log, forceps were clamped onto the tubing during testing to trigger upstream occlusion alert and then pump was able successfully to sense pressure relief and resume infusion when forceps were unclamped. In order to test for flow rate, the pump was programmed for a 24 hr infusion where it yielded a flow rate accuracy of -4.89%, which is within specification. The pump was then programmed for a 46 hr infusion where it yielded a flow rate accuracy of 4.16%, which is within specification. No flow rate issue was confirmed and the pump performed according to specification. Regarding the issue description stating that the pump was inverting vtbi and rate values after selecting "new infusion," the pump in the video link shows the infusion was edited and started in the current rx mode. "New infusion" in current rx mode starts by displaying the last infusion which was programmed using new rx mode. These values can then be edited before starting an infusion, as evidently happened at the beginning of the video. At the end of the video, as is normal, the "new infusion" does not display the values that were edited or titrated when the pump is in current rx mode or after an infusion has already begun. Therefore, at the end of the video, it is normal that the "new infusion" would not reflect the rate of 135.0 ml/hr and 2.0ml vtbi which had been edited into the pump after "current rx" mode was selected or after an infusion had begun. It is a coincidence that the last saved new rx had apparently similar and inverted numbers, though they were not the same. The numbers were not exactly "inversions" of one another (r: 135 vtbi: 2 vs r: 10 vtbi: 135). Event history log from the pump shows that since the values vtbi 135.0ml at a rate 10.0ml/hr started being kept as "new infusion" since event log line 440, there was no new new rx saved infusion parameters. The device functioned as intended.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00015).